Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified popliteal artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 10atm within 3 seconds. The device was removed using normal method without any problem. The procedure was completed with another peripheral cutting balloon. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).